Manufacturer narrative:
UDI related data quality updates only. Updates based on UDI/MDR data quality notification received on december 13, 2024.

Event description:
When placing yomi link bone (without robotic guidance), one of the screws penetrated a tooth root. The tooth had been already planned to be extracted but this even is being reported in an abundance of caution.